Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui. It was reported that the patient underwent cystoscopy, urethral calibrations, sling release, excision of scar tissue and trigger point injections on (B)(6) 2009 due to pelvic pain, muscle spasms, scar tissue, hypersensitivity to pain, back pain, neck pain and hypersensitivity disorder; cystoscopy, bladder instillation, hydrodistension and superficial steroid injection on (B)(6) 2012 due to painful bladder syndrome; pudendal nerve block, trigger point release and excision of vaginal mesh on (B)(6) 2014 due to pelvic pain and retained mesh; and exam under anesthesia, pudendal nerve block and periurethral trigger point injection on (B)(6) 2014 due to chronic pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, vaginal spasms, and tightness and that her bladder felt ¿sore¿. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, vaginal spasms, and tightness and that her bladder felt "sore".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent burch colposuspension, retropubic urethrolysis, mesh removal, and cystoscopy on (B)(6) 2012 due to sui, pelvic pain, history of mesh s/p multiple attempts to remove mesh. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, erosion, infection, recurrence, bleeding, vaginal scarring and urinary problems. It was reported that patient underwent mesh revision in (B)(6) 2009 due to pain and other pelvic related issues and revision/removal in (B)(6) 2010 due to erosion and other pelvic problems. No additional information was provided.(B)(4).